Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, a rewind, load, and prime sequence was attempted and the pump emitted a "no cartridge detected" alarm. Testing could not be adequately completed due to the pump's inability to detect the cartridge. There was evidence of green contamination found on the force sensor plate and shim. Evaluation revealed an intermittent connection at the flex cable pins. Unrelated to the complaint, investigation revealed that the keypad is torn below the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned to animas for evaluation. Evaluation revealed contamination on the force sensor plate and shim. This report is made based on results of investigation completed on (B)(4) 2011.